Event description:
The hosp reported that during an endoscopic vein harvesting procedure, they were utilizing the harvesting scissors device of the vasoview hemopro 2 when taking branches and tissue after dissection of the conduit. The pa observed the inferior aspect of the scissors becoming disconnected from the device. A replacement device was used to complete the procedure. The hops did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported prod lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).